Event description:
It was reported that while using bd vacutainer® urine analysis preservative tube that there was underfill or low draw. The following information was provided by the initial reporter: customer is reporting issues with item, 364992 bd urine vacutainer tube for ua preservation, lot# 2200073.  The tube is not filling to the minimum fill line.

Manufacturer narrative:
Bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® urine analysis preservative tube that there was underfill or low draw. The following information was provided by the initial reporter: customer is reporting issues with item, 364992 bd urine vacutainer tube for ua preservation, lot# 2200073.  The tube is not filling to the minimum fill line.

Manufacturer narrative:
E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.